Event description:
It was reported 29 bd luer-lok¿ syringes had scale marking issues. The following information was provided by the initial reporter: "...at the end of the batch we report the deviations found on the syringes. All abnormalities were found during packaging, i.e. Before use. No patients are involved... - 29 x syringe with unclear scale."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 29 bd luer-lok¿ syringes had scale marking issues. The following information was provided by the initial reporter: "...at the end of the batch we report the deviations found on the syringes. All abnormalities were found during packaging, i.e. Before use. No patients are involved... - 29 x syringe with unclear scale."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-apr-2022. H.6. Investigation: it was reported there were abnormalities with product received. To aid in the investigation, thirty-three 1ml luer lock syringes in eight different bags were received for evaluation by our quality team. A visual inspection was performed. Six of the syringes had gross ink smears affecting the print area on the numbers. Five of the syringes had gross ink spots appears to be an ink spill. Two syringes had air bubbles embedded in the barrel. Two of the syringes were missing components; one barrel is missing the plunger rod and stopper and the other is missing the stopper. Eight of the syringes had minor scuffs on the barrel that caused small areas of missing print, these would be considered acceptable. Five of the syringes were labeled as silicone oil, upon inspection there was no excessive or insufficient silicone observed, these would be considered acceptable as well. Five syringes were labeled as having spots by the flange, but these spots were found to be the gate area of the barrel where the molded barrel is created; this is part of the design of the product and not a true defect. Four of the reported conditions observed are non-conforming per product specification. The scale marking defects can occur during the marker process, the air bubble defect is associated with the molding process and the missing components can be induced during the assembly process. A device history record review was completed for provided material number 309648, lot numbers 1083799, 1146696 and 1169422. The review did not reveal any quality notifications related to the reported complaint defects.